Manufacturer narrative:
The pump was received with a blank display. After disconnecting and reconnecting the electronic assembly stack, the pump powered up properly and no unexpected audio beep was noted. The problem was isolated to the electronic assembly. Unable to perform the operating currents, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power, excessive no delivery or self tests due to the blank display. Unable to confirm the external ram crc alarm due to no button response. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed error. The customer's blood glucose level was 121 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.